Event description:
The pump was returned for investigation. Investigation revealed that the display screen did not illuminate upon startup of the pump. The pump was opened and the display screen was found to be cracked. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 09/11/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2014 with the following findings: investigation revealed the display screen did not illuminate upon startup of the pump. The pump was opened and the display screen was found to be cracked. The display screen was replaced with a test screen and the test screen was functioning with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.